Event description:
Leur lock of the 30cc syringe in the medline industries vascular pack, does not secure the heparin needle. This allows for the heparin needle to separate from the syringe while in use. FDA safety report ID # (B)(4).